Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue. Physio determined that the cause of the reported issue was due to the analog pcb assembly. A therapy harness ferrite bead was placed over integrated circuit, designator u1, which broke the solder connections at legs 1 and 10 and caused excessive voltage on discharge which burned resistor, designator r212.

Event description:
The customer contacted physio-control to report that their device displayed the service indicator and was alarming. There was no patient use associated with the reported event. Upon evaluating the customer's device, physio observed a failure that resulted in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. As a result, the wrong defibrillation therapy would be delivered, if it were necessary.

Event description:
The customer contacted physio-control to report that their device displayed the service indicator and was alarming. There was no patient use associated with the reported event. Upon evaluating the customer's device, physio observed a failure that resulted in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. As a result, the wrong defibrillation therapy would be delivered, if it were necessary.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).